Manufacturer narrative:
The device was received for evaluation. A visual inspection by the naked eye and magnification observed the dark blue female connector was separated from the light blue main body. Leak testing, clear passage testing, and twist clamp function testing were performed with no issues. The transfer set was connected to an in-lab patient connector during leak testing. There was no issue observed with the connection and/or disconnection to the female connector during testing. Although the disconnection issue was not duplicated, the sample did not meet specification due to the separation of the female connector from the main body of the twist clamp. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had difficulty disconnecting the patient line of a homechoice cassette from the female connector (dark blue) of minicap extended life pd transfer set. As a result, the ¿the navy blue tip (female connector) twisted past the connection¿ (light blue main body of twist clamp separated from the dark blue female connector). This issue occurred while attempting to disconnect from automated peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.